Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a sudden drop in estimated longevity. It was noted the longevity estimate decreased from four years to fourteen months over a period of approximately seven months. The device remains in use. No patient complications have been reported as a result of this event.